Event description:
Event description boston scientific received information that during a device upgrade procedure, this chronic right atrial lead displayed impedance measurements greater than 2500ohms and a lead fracture was verified under fluroscopy. The distal part of this lead was surgically abandoned and the remaining portion was returned for analysis. A new device and lead system were implanted and the chronic ventricular lead was reconnected. To date, there have been no reported patient symptoms associated with this clinical observation.